Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was flashing white and the led light flashing along with the sound. The customer also had low blood glucose level of 38 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.